Event description:
Customer complaint - limited data available customer complained that she never felt like it was too hot but it actually burnt her skin and it has scabbed over an area.

Event description:
Customer complaint - limited data available . Customer complained that the device didn't feel hot but it burned them. They had scabs all over the burned location.